Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: while performing rate accuracy during pm, the biomed got an error saying "no set loaded". Sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed run the analog sensor task for the 8100. With no set installed, biomed saw the patient side senor at 0v. With a dry set installed the sensor did not change. I let him know that the patient side sensor is the cause and recommend to replace it. Biomed will replace patient side pressure sensor.